Manufacturer narrative:
Device passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms noted. The low reservoir alarm feature is working properly. The backlight is working properly. Device received with minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported a low blood glucose event where 911 was called. Customer stated he woke up in the middle of the night to a low reservoir alarm. Customer tried to put the reservoir back in the device. It was found that the customer primed while he was still connected to the insulin pump, causing him to go low. Customer stated he passed out and his wife found him and called 911. When paramedics took his blood glucose, the meter could not read his blood glucose and only showed 20 mg/dl. Customer also reported a motor error. Customer uses the sensor feature. He was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.